Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient replaced the battery to no avail. The patient reported there was no damage to the battery cap or battery compartment, no moisture was seen in the pump, and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box review shows multiple reboots due to a discharged battery wear. Time and date were not set-up during all along the black box record, no evidence of time and date defaulting observed. Visual inspection shows no physical damage on the pump case. The pump was exercised for 24 hours, no reboots duplicated during testing. Pump was opened and examined, no evidence of moisture or other defect found in the battery compartment or in the power circuit. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.